Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 475 mg/dl. Troubleshooting for no delivery alarm was performed. Customer attempted a bolus delivery and received a no delivery alarm. Customer did not change out their set and declined to return the reservoir or infusion set. Customer was advised to monitor the insulin pump and call back if issues persisted.